Event description:
It was reported that the patient's rv lead had a high impedance and capture thresholds for several months. Noise was also visible on the lead. The physician decided to cap the lead during the generator change. During the procedure, the physician was unable to locate any damage on the lead. The patient was not symptomatic to the lead issues and had no complications from surgery.